Event description:
After application of 2cc of 4% xylocaine with afrin on pledgets that were placed under direct visualization in the middle meatus, the patient became lightheaded and began to vomit. The pledgets were removed under endoscopic visualization. Heart rate dropped into the mid-20s. Blood pressure and oxygen remained normal. There was no loss of consciousness. Patient was observed and heart rate rose in the 50s. Nausea and vomiting resolved. Patient denied chest pain or mental status changes. Patient was recommended to go to ER for EKG.